Event description:
Customer reported a malfunction alarm with a specific code indicating a software error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears, which they acknowledged and understood.